Event description:
On (B) (6) 2010, patient reported the infusion device "does not give the acoustic or vibration" when the up and down buttons are pressed. Patient stated, the issue is intermittent but she states it is "manageable." Patient reported, the issue is noticed when attempting to program a bolus. Patient stated if she noticed the failure of the vibration and or beep she would go into the bolus history and usually noticed the infusion device failed to deliver the insulin. Verified the vibration alarm was turned on. Patient reported, the button failure had potentially caused an elevated blood glucose. Patient stated, 2 weeks ago, she had blood glucose in the 400-500 mg/dl range. Patient reported, her goal for a normal blood glucose range is 80-120 mg/dl but reality is below 140 mg/dl. Patient stated, she treated her elevated blood glucose with injection therapy and her blood glucose returned to normal 3-4 hours after giving herself injections. Patient reported, she gave herself an injection after realizing her blood glucose was elevated, waited 2 hours and gave another injection. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.